Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided and reviewed by a health care professional. Review of the available records identified initial surgery for massive decollement lower extremity on both sides. Revision confirmed, however no notes were provided. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 47249432011, 62745903, retrograde femoral nail - purple 11.5 mm diameter ï-½ 32 cm length use red proximal screws and black distal fixed angle screws. 47248404560, 62858594, 6.0 mm diameter cancellous screw ï-½ black ï-½ fixed angle 3.5 mm hex head 45 mm length. 47248405060, 62836167, 6.0 mm diameter cancellous screw - black fixed angle 3.5 mm hex head. 47248404560, 62858594, 6.0 mm diameter cancellous screw ï-½ black ï-½ fixed angle 3.5 mm hex head 45 mm length. 47248403250, 62924118, 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head. 47248403250, 62944830, 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head. 47248405060, 62743904, 6.0 mm diameter cancellous screw - black fixed angle 3.5 mm hex head. 47248307060, 61238422, 6.0 mm diameter cancellous screw - black partially threaded 3.5 mm hex head. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02726, 0001822565 - 2021 - 03548, 0001822565 - 2021 - 03551, 0001822565 - 2021 - 03552, 0001822565 - 2021 - 03553, 0001822565 - 2021 - 03554, 0001822565 - 2021 - 03556.

Event description:
It was reported patient was revised due to bone fracture and wound healing defect approximately one month post implantation. It was reported patient experienced wound healing defect of the right knee with exposed osteosynthesis material. The patient underwent wound debridement, necrectomy, lavagae, vac installation. Four days later, debridement, lavage, vac change, then another four days later, defect coverage using free microvascular anastomosed latissimus dorsi flap, split skin graft and positioning fixator. One month later, tangential wound debridement and repeat split skin grafting. Attempts have been made and additional information on the reported event is unavailable at this time.